Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had surgery the day prior to the report to reposition the ins because it had flipped sideways. The ins was just repositioned. No further patient complications were reported/ anticipated as a result of this event.